Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the insulin syringe.the customer reports "bent needles, and one broke off in his stomach. He was able to remove the needle."

Manufacturer narrative:
The customer reports a sample is not due to be returned for evaluation. An investigation is currently underway. Upon completion the results will be forwarded.